Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
The customer reported false nonreactive architect hbsag results for a 42-year-old male. The patient was a hepatitis b carrier and had not received treatment. The following information was provided: the results obtained from the snibe platform was 0.15 (direct chemiluminescence method) and was considered reactive. The results obtained from the architect platform using the architect hbsag assay were 0.01 iu/ml and 0.04 iu/ml (reference range: < 0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive). The patient¿s hepatitis b dna results was 7.87e2 (positive). The sample was retested on the alinity I processing module (B)(6) and generated a hbsag result of 0.03 iu/ml there was no impact to patient management reported.

Event description:
The customer reported false nonreactive architect hbsag results for a 42-year-old male. The patient was a hepatitis b carrier and had not received treatment. The following information was provided: the results obtained from the snibe platform was 0.15 (direct chemiluminescence method) and was considered reactive. The results obtained from the architect platform using the architect hbsag assay were 0.01 iu/ml and 0.04 iu/ml (reference range: < 0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive). The patient¿s hepatitis b dna results was 7.87e2 (positive) the sample was retested on the alinity I processing module (B)(6) and generated a hbsag result of 0.03 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68248fz01. Clinical sensitivity testing was performed using an in-house retained kit of complaint lot 68248fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the device history record did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the current issue. Review of publications, h. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94, 153¿166, and michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479¿86, a possible explanation is occult hbv infection which is a known phenomenon and is diagnosed when an hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. Based on the investigation, no systemic issue or product deficiency of the architect hbsag reagent lot 68248fz01 was identified.